Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was unknown if the patient was connected to the homechoice when they passed away. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record, service history and the event history log was performed. The review of the device history record did not reveal any issues that could be related to the reported event. There were no nonconformities, rework activities, or first pass test specification failures related to the reported issue. The review of service history did not identify any previous servicing events that could have contributed to the reported issue. The review of the device event history log did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The home choice device was evaluated and all functional tests were performed as per baxter¿s required procedures. A visual inspection was performed which found no physical damage. The power on self-test was successfully completed. The one hour simulated therapy was completed without error or alarm. The device passed all check and calibration tests successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.